Manufacturer narrative:
Not returned to manufacturer.

Event description:
A customer in the united states notified biomérieux of smoke coming from the bact/alert® unit at their site. They attempted to move the bottles to another incubator, but when they would put the bottles into a new cell, they get a 913 error. They were instructed to turn off and unplug the incubator while awaiting a field service engineer to come to the site. They were instructed to follow downtime procedures and subculture the bottles. The customer states 203 bottles had to be subcultured. Of these, 65 subcultures were delayed due to running out of syringes. This delay was described as being 24 hours or less. The customer states that there was no delay in getting test results out. Number of specimen bottles were known, but there was no indication from the customer of the number of patients associated. The customer also reports that no injuries occurred due to the smoke issues. There is no indication or report from the laboratory that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was performed. It was determined that the root cause was related to electrical issues at the customer's site. Blown fuses, metal oxide varistors(movs), and a damaged ups were all indicators of an electrical power surge. Additionally, three of the five wall receptacles that the instrument was plugged into were not working. The complaint is not related to a malfunction of the 3d instrument. The customer responded that there was not a delay in patient results. The instrument has been repaired by the field service engineer. No further actions are necessary by biomerieux. Corrected data: medical device report number 1950204-2017-00227 supplement 2 changed the report number to 3002769706-00271 which was incorrect. The correct number should remain as 1950204-2017-00227.

Event description:
A customer in the united states notified biomérieux of smoke coming from the bact/alert® unit at their site. They attempted to move the bottles to another incubator, but when they would put the bottles into a new cell, they get a 913 error. They were instructed to turn off and unplug the incubator while awaiting a field service engineer to come to the site. They were instructed to follow downtime procedures and subculture the bottles. The customer states 203 bottles had to be subcultured. Of these, 65 subcultures were delayed due to running out of syringes. This delay was described as being 24 hours or less. The customer states that there was no delay in getting test results out. Number of specimen bottles were known, but there was no indication from the customer of the number of patients associated. The customer also reports that no injuries occurred due to the smoke issues. There is no indication or report from the laboratory that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Medical device report number 1950204-2017-00227 submitted on 07/21/2017 had the incorrect report number. The report number has been changed to 3002769706-2017-00271, submitted on 09/07/2017.